Manufacturer narrative:
The reported events of helix mechanism issue and "the issue with the lead operation was that the lead was moving along with the helix" were not confirmed. A complete lead was returned in one piece with the helix retracted and clean. After applying torque directly to the connector pin, the helix was able to be extended and retracted without difficulties. The full helix extension length was measured within specification. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead helix did not extend. The physician experienced difficulty while attempting to extend the helix, as the entire lead body rotated instead of the helix extending. The ra lead was not used and replaced. The patient was in stable condition.